Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was asymptomatic.